Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 12mm stent delivery system (sds) catheter was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found a multiple kinks and a break at 23cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found a multiple kinks and a break at 23cm distal to the distal end of the strain relief.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The target lesion was located in severely calcified left anterior descending artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable post procedure. However, returned device analysis revealed hypotube detachment.